Event description:
It was reported that the patient experienced the infusion set tape not sticking event led to bent cannula and had high blood glucose event for one to two hours which was treated by pump on (B)(6) 2026. The assistance was provided by mother.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.